Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery or medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events for paravalvular leak, central regurgitation and valve leaflet tear were unable to be confirmed due to unavailability of relevant imagery and medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20mm sapien 3 valve was performed. After valve deployment, as echo showed moderate paravalvular leak (pvl), post-dilation was executed. And then, blood pressure (bp) did not return quickly. Vasopressor and transfusion loading were performed, but it did not change. Angiography (aog) revealed severe ar. Echo also revealed leaflet tear. The decision was made to perform tav in tav as a bailout." Regarding the paravalvular leak, per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, due to limited information, a definitive root cause was unable to be determined. Regarding the central regurgitation, per a technical summary written by edwards lifesciences, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction. These mitigations further support that it is unlikely that a defect present in manufacturing contributed to the event. The technical summary also outlines the instructions for valve preparation handling, and deployment. In this case, the central regurgitation was noted after the post-dilation of the transcatheter heart valve (thv). As such, available information suggests that procedural factors (post-dilation) may have contributed to the reported event. Regarding the valve leaflet tear, as reported, "echo also revealed leaflet tear" after post-dilation. It is possible that the valve was over inflated during the post-dilation resulting in the leaflet over stretching and tearing. In this case, available information suggests that procedural factors (post-dilation and over inflation) may have contributed to reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 20 mm sapien 3 valve, a post-dilation was performed after valve deployment to resolve the moderate paravalvular leak (pvl) that was observed. Subsequently, the patient's blood pressure did not return quickly. Vasopressors and transfusion loading were performed, but there were no changes. An angiography was performed and revealed there was severe aortic regurgitation. An echocardiogram was also performed and revealed a leaflet tear. The patient underwent a valve in valve procedure to resolve the events. The second valve was deployed successfully under percutaneous cardiopulmonary support.